Manufacturer narrative:
Analysis of programming history.

Event description:
The patient's programming history was reviewed on (B)(6) 2013, and it was noted that the patient was found to be at settings indicative of an incomplete diagnostic test upon initial interrogation on (B)(6) 2010. Two system diagnostic tests were performed on the visit prior, (B)(6) 2009; however, they were not faulted. As a final interrogation was not performed at the end of the visit, these diagnostic tests cannot be ruled out as the cause for the changed settings. The patient's output current was adjusted on the (B)(6) 2013 visit.

Manufacturer narrative:
Lot #, corrected data: previously submitted MDR indicated this was not known; however, this should have been 523495. Other, corrected data: previously submitted MDR indicated this was not known; however, this should have been version 7.1 name and address, corrected data: previously submitted MDR indicated an incorrect initial reporter. Occupation, corrected data: previously submitted MDR indicated an incorrect occupation for the correct initial reporter. Device manufacture date (mo/day/yr), corrected data: previously submitted MDR indicated this was not known; however, this should have been (B)(6) 2007.